Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported, "revision of abg ii stem. Surgeon reports that stem was revised for thigh pain and stress shielding. Thigh pain from original surgery - revision required.